Event description:
It was reported that there were episodes of atrial fibrillation recorded during pacing. It was noted that the episodes were not true fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947-58 implantable tachy lead 2010 (B)(6); 5568-45 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.